Event description:
It was reported that a user of an ilet paired with a dexcom g6 continuous glucose monitor (cgm) experienced intermittent communication failure during cgm connection and setup, including uncertainty about sensor warm-up, proximity issues with an old pump, and unsuccessful sensor code entry before proceeding without a code; blood glucose subsequently displayed in range, and the device components implicated included the antenna within the electrical and magnetic subsystem. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue consistent with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.